Event description:
It was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2024. Subsequently, the patient was revised due to infection on (B)(6) 2025. The cpt femoral stem, cables, and avantage acetabular components were all removed and replaced.

Manufacturer narrative:
The complaint was investigated and evaluated with the information provided. The infection was identified post-operatively and resulted in construct revision of the gtr implant and other devices not manufactured by resolve surgical technologies. The source of infection is potentially related to the implant, but a causal relation cannot be identified with the current information or further testing. A device evaluation was unable to be conducted, as the impacted device is not available for return after it was explanted. No product malfunction has been identified. The device, along with other devices in the construct not manufactured by resolve, was removed during revision surgery for a post-operative infection. A DHR review was conducted confirming no nonconformities or scrap were identified during production. The certificate of sterilization from the subcontract sterilizer confirms that the product was properly exposed to gamma irradiation for an absorbed dose of 27.2-35.4 kgy. The lot met specifications and release requirements at the time of shipment. A historical data analysis was conducted that returned no trends or capas related to this event. The root cause cannot be established with the information currently available.